Manufacturer narrative:
A review of complaints showed there were no other tickets identified with this reagent lot, no non-statistical trends, adverse trends or deviations were identified. Manufacturing release documents show this reagent lot met specifications prior to release. A review of the product labeling concluded that the issue is sufficiently addressed. In summary, no product deficiency or systemic issue was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely elevated architect magnesium of 1.6 mg/dl on sample ID (B)(6) that repeated 1.0 mg/dl (expected result). The normal magnesium reference range is 1.6 to 2.6 mg/dl. No impact to patient management was reported. No specific patient information was provided.